Event description:
It was reported that the patient is experiencing some soreness. During early (B)(6) patient had blood work done. The blood work results show elevated cobalt levels. Patient also states that he had an MRI done in early (B)(6).

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.